Event description:
It was reported that the patient's leadless pacemaker (lp) exhibited high impedance and intermittent capture post-implant. The lp was explanted and replaced. The patient was stable.